Manufacturer narrative:
The production identifier of lot number was not available from the consumer. The consumer no longer has the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Non-us event; occurred in canada. Consumer reported upon attempted removal of a tampon, the string fully separated from the pledget. She and her husband were unsuccessful at removing the pledget manually from her vaginal cavity so she sought medical attention for removal. She did not experience any adverse health effects.